Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that an ambulance was called due to a low blood glucose of 20 mg/dl. The customer was unresponsive. The customer reported no problems after the incident and declined to speak with helpline.